Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed infusion sets to address the issue. Ultimately the customer reverted to an alternate method of insulin delivery. The customer blood glucose level was 242 mg/dl